Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6). The investigation determined that the assay performed within specifications. A review of quality control data confirmed that all results were within expected ranges. Testing of four samples at an external laboratory using inno-lia blot confirmed negative results, indicating that the positive anti-hcv results were false positives. Testing for heterophilic antibodies (ha) interference showed no ha interference. Blood samples were also re-drawn using different collection tubes, which yielded comparable results, ruling out pre-analytical issues. The calculated specificity at the customer site was 99.67% with a 95% confidence interval of 99.45%¿99.81%, which overlaps with the claimed specificity range in the method sheet. A definitive root cause for the reported false positive results could not be determined. False positive results are covered by the specificity claim in the method sheet. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results with the elecsys anti-hcv ii assay on the cobas e 801 analytical unit for six employee samples. The reported results included four positive anti-hcv results, one borderline anti-hcv result, and one positive syphilis result. Previous results for these employees on other platforms were negative. The syphilis result was confirmed as consistent across platforms and is not the focus of this report. For sample 1, a blood sample drawn on (B)(6) 2024 yielded an anti-hcv result of 1.46 coi (reactive). A rerun after high-speed centrifugation produced the same result. A re-drawn sample on (B)(6) 2024 yielded results of 1.61 coi and 1.45 coi (reactive) using different reagent lots. Competitor platform and rna testing were negative. For sample 2, a blood sample drawn on (B)(6) 2024 yielded an anti-hcv result of 9.53 coi (reactive). A rerun after high-speed centrifugation produced the same result. A subsequent rerun using a different reagent lot yielded a result of 8.61 coi (reactive). Enzyme-linked immunosorbent assay (elisa) testing yielded a result of 0.029 coi (negative), and competitor platform testing was negative. For sample 3, a blood sample drawn on (B)(6) 2024 yielded an initial anti-hcv result of 0.925 coi (reactive). This result was not reproducible upon retesting. For sample 4, a blood sample drawn on (B)(6) 2024 yielded an anti-hcv result of 1.39 coi (reactive). A rerun using a different reagent lot yielded a result of 1.22 coi (reactive). Elisa testing yielded a result of 0.036 coi (negative), and competitor platform testing was negative. For sample 5, a blood sample drawn on (B)(6) 2024 yielded an anti-hcv result of 3.51 coi (reactive). A rerun after high-speed centrifugation produced the same result. A subsequent rerun using a different reagent lot yielded a result of 3.11 coi (reactive). Elisa testing yielded a result of 0.021 coi (negative), and competitor platform testing was negative. Competitor assays used included wantai chemiluminescence immunoassay (clia), intec elisa, and abbott platforms, all of which yielded negative results.